Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and nine months of post deployment, an attempt to remove the filter from the patient was made. The access sheath was exchanged for a custom 12fr coaxial retrieval sheath, which was advanced under fluoroscopic guidance to a position adjacent to the retrieval hook of the filter. Contrast injection through the sheath demonstrates no evidence of thrombus in the filter. Using a gooseneck snare through the sheath, there was difficulty engaging the filter hook. Multiple unsuccessful attempts were made to remove the filter. Therefore, an additional access site was obtained with ultrasound in the right common femoral vein. A 5 french vascular sheath was advanced over the wire. A pigtail catheter with a bentson wire was then advanced through the sheath and into the filter. Multiple unsuccessful attempts were made to dislodge the filter and tilt the filter more vertically. However, the filter hook appears to be outside the vein wall and part of the legs are in the left renal vein making retrieval impossible. Therefore, the procedure was terminated. Both sheaths were removed, and the retrieval was unsuccessful. Around three years and seven months later, a computed tomography of the abdomen and pelvis was performed. The proximal tip of the filter extended outside of the inferior vena cava wall with grade 3 perforation to abut the duodenum. Grade 4 perforation of 3 o'clock strutted into the left renal vein. Grade 4 perforation 5 o'clock strutted into the right diaphragmatic crus. Grade 3 perforation 1 o'clock strutted along the periphery of the left renal vein. Grade 4 perforation of 6 o'clock strutted into inferior right diaphragmatic crus. Grade 3 perforations of 10 o'clock and 12 o'clock strutted to abut the duodenum. Grade 3 perforation of 1 o'clock strutted to abut the duodenum. There was a 22.30 degrees coronal tilt and a 12.19 degrees sagittal tilt. There was apparent fracture of the 12 o¿clock strut. There was no evidence of migration. Therefore the investigation is confirmed for perforation of inferior vena cava (ivc), filter limb detachment, filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to perforation of inferior vena cava (ivc), filter limb detachment and filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.